Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision for elevated cobalt levels, pain, pseudo tumor, arthroplasty-cobalt-encephalopathy [a general term that means brain disease, damage, or malfunction]. Head explanted and replaced with a modular titanium sleeve and ceramic head.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: there is no clinical information to detail the patient symptoms and findings at revision surgery although the reported presence of elevated cobalt levels with cobalt-related encephalopathy seems to indicate a severe adverse event. There is only one ap and lateral MRI section to confirm the event with implantation of accolade tmzf stem with trident cup and supplemental screw fixation. There is substantial fluid accumulation in and around the arthroplasty with destruction of the hip abductor musculature, quite consistent with a metal-related arms (adverse reaction to metallic substance) or pseudotumor in more common language. The cause of the problem is less obvious. Component malposition, especially of the cup, represents a frequent cause of the problem but unfortunately, component position can only be grossly estimated on MRI. Conventional x-rays would be required to evaluate exact component position but are nor available for this case. From the patient-related perspective, there is a morbid obesity of the patient with bmi of 44 (25 max normal) although this rarely represents a root cause of failure. It usually is only a secondary factor to decrease the safety limits of the arthroplasty for overload conditions due to increased baseline load level. As such can this case unfortunately not be solved with the current information, additional standard x-ray information, preferably with lateral hip views would be required to further attempt to solve this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: there is no clinical information to detail the patient symptoms and findings at revision surgery although the reported presence of elevated cobalt levels with cobalt-related encephalopathy seems to indicate a severe adverse event. There is only one ap and lateral MRI section to confirm the event with implantation of accolade tmzf stem with trident cup and supplemental screw fixation. There is substantial fluid accumulation in and around the arthroplasty with destruction of the hip abductor musculature, quite consistent with a metal-related arms (adverse reaction to metallic substance) or pseudotumor in more common language. The cause of the problem is less obvious. Conventional x-rays would be required to evaluate exact component position but are nor available for this case. From the patient-related perspective, there is a morbid obesity of the patient with bmi of 44 (25 max normal) although this rarely represents a root cause of failure. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including standard x-ray information preferably with lateral hip views, histopathology/blood test result reports and further medical records and operative notes would be needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
Right hip revision for elevated cobalt levels, pain, pseudo tumor, arthroplasty-cobalt-encephalopathy [a general term that means brain disease, damage, or malfunction]. Head explanted and replaced with a modular titanium sleeve and ceramic head.